Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a pump get infected and had to be operated on to remove the infection.